Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this pacemaker passed away one day post-implant. No allegations were made against device function and the attending physician indicated the cause of death was due to the patient's ongoing, unspecified, abdominal issues.